Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. The technical service engineer verified and confirmed that the issue had been resolved by the customer side. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had an unexpected error device in maintenance mode. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.